Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number: (B)(6). G2 foreign: japan. The device was returned opened but unused inside the original tyvek tray. Visual inspection confirmed there was a white debris on the tubing of the device. The white debris was visible at 12-18¿ under normal lighting with up to 10 second inspection. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgical prep on (B)(6) 2023, something white powdery was attached to the base of the drainage suction tube and connector of the pv hip kit. Investigation found debris in the packaging. There was no patient involvement, impact, or delay reported. Due diligence information. Complete no additional information is available.